Event description:
It was reported that the handpiece overheated during a surgical procedure. There was no patient/user injury or procedural delay was reported.

Manufacturer narrative:
The device has been received at the manufacturer for testing. The complaint was not duplicated. According to the investigation details, the motor controller assembly was corroded and needed to be replaced in addition to several other components. The device was repaired and returned to the customer.